Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack that affects the ability to see the screen and buttons don¿t always respond and had to press harder. The customer¿s blood glucose level was unknown. Customer also reported crack above the escape button and at reservoir window and also not getting any alarms when tubing was kinked. Customer declined technical support. The device will not be returned for analysis.